Manufacturer narrative:
A ge service representative performed an onsite investigation. The hv tank assembly was evaluated and identified as requiring replacement. No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.

Event description:
The customer reported high voltage arcing from the system followed by a loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.